Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous distal right superficial femoral artery. The sterling monorail was advanced to the lesion for predilation. Upon the first inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. There was no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
Eighteen years or older. (B)(4).